Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had leak over the reservoir body. It was reported that the customer had large air bubble in the reservoir. The customer's blood glucose level was reported to be 130mg/dl. It was reported that the customer would discontinue use of the reservoir. No further information provided.